Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant cardiac troponin I-ultra (tni-ultra) result was obtained on the advia centaur cp instrument after they inadvertently placed a wrong wash solution into the instrument. The customer indicated that multiple quality controls (qcs) were out of range due to this issue. The customer rectified the issue by priming the instrument, performing a system rinse, emptying and rinsing out wash1 bottle with water, adding the correct wash solution. Siemens further investigated the issue and determined that operator's error of placing the wrong wash solution contributed to the discordant falsely elevated tni-ultra result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I-ultra (tni-ultra) result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate advia centaur cp instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni-ultra result.